Event description:
A power injector syringe, on the contrast side of the CT injector, broke at the base during an injection. The injector was pushing contrast at a rate of 4 ml/s. The syringe broke after 25 ml was injected during the bolus tracking monitoring phase of the exam. Some faint signs of contrast are visible in the images. The parts were collected. The injector was loaded with new syringes and the exam was successfully completed. No harm to patient or staff. The parts were sequestered and given to CT supervisor to retain for possible vendor investigation (was not given to risk dept due to contrast still in syringe).